Event description:
New information received states that the right ventricular (rv) lead was explanted and replaced. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing that caused high ventricular episodes being recorded. No programming changes made were reported. No patient consequences were reported.